Event description:
It was reported that the pt fell. Upon x-ray review by the surgeon, it was noticed that the articular surface had dislocated. A review surgery will occur in 2008.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.